Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, undersensing was noted on the device. Technical support was contacted and revealed that the cause of the event was due to static electricity in the device that causes saturation in the channel and large deflection with no r-waves. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.